Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Upon follow up with the customer, they informed technical support that they could not continue to use the pth after the two consecutive failures through api. The most probable cause of the reported event was due failed method validation.

Event description:
On (B)(6) 2017, a customer reported that they failed their american proficiency institute (api) survey testing for parathyroid hormone (pth) with their aia-360 analyzer. They report that controls and calibration were within the instrument and assay specifications. The customer did not have any peer groups with which to compare results. Technical support assisted the customer in researching other users of pth and found that the others were using a different platform to which the cost was relatively high to maintain the assay in their facility. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.